Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clips would not properly ligate vessels. The surgeon would fire the device and the clips would not secure uniform, they would be scissored or fall off the vessel completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91392 the analysis results found that the el5ml device was returned with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.